Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient retain the device.

Event description:
As reported: a 2.7x14mm coritcal screw broke off during insertion in a patient's radial shaft variax gen 1 plate. All information available to me by the hospital is included.